Event description:
The patient had surgery on (B)(6) 2017, but it is unknown if the surgery was a full revision of the vns system. The explanted product(s) have not been received to date. No further relevant information has been received to date.

Event description:
Analysis on the generator was approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
Further information was received indicating that the patient only had generator replacement surgery because there was a keloid at the electrode site of the lead. Therefore, the physician decided not to replace the lead. The high impedance did not resolve. The scarring at the electrode site could have contributed to the high impedance, as fibrosis of the nerve is known to be a cause of high impedance; however, this has not been confirmed. The generator was received, but analysis has not been approved to date.

Event description:
It was reported via clinic notes that a patient was being referred for vns replacement surgery. Clinic notes dated (B)(6) 2016 revealed diagnostic test results that were within the normal limits. Clinic notes dated (B)(6) 2016 noted that the patient was having an MRI performed because he was experiencing a increase in seizure frequency and intensity. During that visit, the patient's generator was interrogated and high impedance was found. The output current being delivered was only 0.75ma, although the patient's device was set to deliver 2.50ma due to the high impedance. The nurse attributed the patient's increase in seizures to the high impedance issue, and the patient was referred for lead revision surgery. The device was programmed off for the MRI, and the nurse planned to turn the device on after the MRI was completed. No further relevant information has been received to date.